Event description:
It was reported the patient¿s device was dead. The depletion was assumed to be normal, but telemetry could not be performed to confirm. Replacement surgery was likely to occur in (B)(6) 2015.

Event description:
It was reported the patient had telemetry issues. Both the patient programmer and physician programmer did not get a response. The stimulator quit working a year prior to call. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# v241705, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).